Event description:
The physician attempted arteriotomy closure using the closer 6 fr. Device following an interventional procedure, but the patient's blood pressure dropped. The patient required a blood transfusion of 3-4 units. It is unknown as to how closure was achieved; however, no surgery was performed. The patient was still hospitalized as of the date of this report. The physician was not certified. No additional information was made available to perclose.